Event description:
New information received notes that the eri low battery status was cleared on (B)(6) 2018. The battery gauge after the eri clear showed the appropriate value. The patient will be monitored routinely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device showed one low battery voltage measurement a week after implant. Analysis of session records noted that a temporary battery voltage drop before implant, likely due to exposure to cold temperatures, caused pre-eri flag to be set in the device. This resulted in inappropriate battery longevity display in sessions after implant. The battery voltage has returned to normal. Patient¿s condition was stable and the patient will be followed normally.